Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2014-02560/02564).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2000 and left total hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reported patient allegations of pain, lack of mobility and damage to bone and tissue. There has been no reported revision procedure to date. A review of the invoice history confirmed the date of the initial left hip arthroplasty; however, an invoice could not be located to confirm what was implanted in the patient's right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014 due to wear. Operative report further noted the presence of gray fluid, gray stained tissue with metal debris and medial wall was damaged during cup removal. The acetabular cup was well fixed. The modular head, acetabular cup and liner were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2000 and left total hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reported patient allegations of pain, lack of mobility and damage to bone and tissue. There has been no reported revision procedure to date. A review of the invoice history confirmed the date of the initial left hip arthroplasty; however, an invoice could not be located to confirm what was implanted in the patient's right hip. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.